Manufacturer narrative:
Manufacturing and expiration date given.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Device expiration date is unavailable. Device manufacture date is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.